Event description:
It was reported that following the implantation of a retroarc sling, the patient experienced mild urinary hesitancy. The patient reported that "it takes more time to empty her bladder." The event resolved "spontaneously" on (B)(6) 2015. There were no further patient complications reported as a result of this event.